Event description:
Complainant alleged that durng a routine shift check by a clinician, the device powers up with no display. Complainant indicated that there was no patient involvement in the reported malfunction.